Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx29mm valve implanted in mitral position was explanted after four (4) years and six (6) months due to degeneration leading to severe stenosis and insufficiency. A 7300tfx27mm valve was successfully implanted in replacement. The patient was discharged home.

Manufacturer narrative:
Added information to section d4 (expiration date), d9 (date returned to manufacturer) and h4 (device manufacturer date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h3 (device evaluated by manufacturer), h6 (device code(s)), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H3: product evaluation: the device was returned for evaluation. Customer report of degeneration led to stenosis was confirmed. X-ray demonstrated wireform intact, moderate calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets in both inflow and outflow aspect. Minimal and moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect and 6mm on leaflet 1 on the outflow aspect respectively. Host tissue fused leaflets 2 and 3 by approximately 4mm at commissure 3. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple suture threads remained attached to the sewing ring around the valve. Wireform was exposed on commissure 1 and around leaflet 3. Metal band was exposed around leaflets 1 and 2 on the inflow aspect. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone of sewing ring. H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Edwards received notification that a 7300tfx29mm valve implanted in mitral position was explanted after four (4) years and six (6) months due to degeneration leading to severe stenosis and insufficiency. Per product evaluation findings, moderate calcification and host tissue overgrowth were also observed. A 7300tfx27mm valve was successfully implanted in replacement. The patient was discharged home.